Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that the trocar valve got detached from the cannula and got misplaced inside the anterior chamber of the eye during the retinal surgery the valve got pushed and was found behind the intraocular lens which was immediately retrieved from the eye with the help of forceps within short span of time. The anterior chamber was thoroughly checked and the eye seemed normal. The procedure was completed normally. There was no harm to patient.

Event description:
As a result of an internal review of the file, it was determined that the information provided for this event trocar valve got detached from the cannula and got misplaced inside the anterior chamber of the eye during the retinal surgery does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this event trocar valve got detached from the cannula and got misplaced inside the anterior chamber of the eye during the retinal surgery does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).